Event description:
A customer reported to baxter healthcare a vialmate reconstitution device in which the nurses were having difficulty reconstituting. The vialmate was attached to a one gram vial of vancomycin and an unknown 250ml bag of sodium chloride. The alleged defect was observed during reconstitution. There were no reports of adverse events, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: samples were returned to the plant for evaluation. The reported condition of, "not getting the solution back into the bag" was not confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.